Event description:
The manufacturer sales representative reported that the device disassembled at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The manufacturer sales representative reported that the device was missing a component during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Updated h3 other text : device not returned.